Event description:
The customer reported that the ac power module ac connector broke and the wires became exposed. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the ac power module ac connector broke and the wires became exposed. There was no reported patient involvement. A replacement ac power module was shipped to the customer . We will consider this a malfunction of the ac power module that caused the ac power connector to break.